Event description:
It was reported that there was blood and fluid leaking out of the connection from the cap to the tubing. It was also noticed that there was a "bubble" at the tubing site near the chamber between the blue upper fitment and the lower fitment. It is unspecified what kind of "bubble" the rn was referring to. It was confirmed during follow up that there was no patient harm as a result of this event.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was blood and fluid leaking out of the connection from the cap to the tubing. It was also noticed that there was a bubble at the tubing site near the chamber between the blue upper fitment and lower fitment. It is unspecified what kind of bubble the nurse was referring to. There was no patient harm.